Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot# 2153596 was not found for the reported catalog# 382534. Medical device expiration date: unknown. The customer's address is unknown. Illinois, USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that small holes in the plastic portion of the bd insyte¿ autoguard¿ bc shielded IV catheter caused leakage outside of the vein during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the complaint has been that there are small perforations in the plastic portion of the catheter causing leakage outside of the vein.

Event description:
It was reported that small holes in the plastic portion of the bd insyte¿ autoguard¿ bc shielded IV catheter caused leakage outside of the vein during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the complaint has been that there are small perforations in the plastic portion of the catheter causing leakage outside of the vein".

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.